Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device delivered monophasic shocks at a lower level that what was selected during inspection. As a result, wrong defibrillation therapy would be delivered, if it was necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the therapy pcb assembly and was able to duplicate the reported issue. The cause of the reported issue was determined to be due to a broken filter, fl29, on the therapy pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that their customer's device delivered monophasic shocks at a lower level that what was selected during inspection. As a result, wrong defibrillation therapy would be delivered, if it was necessary. There was no patient use associated with the reported event.